Event description:
The patient had a pulmonary embolism on (B)(6) 2014, which was severe and resulted in the patients death on the same day. This was not considered an unanticipated adverse device effect and the event did not have any relationship to the device. This death is considered a serious adverse event. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc: yes-appendectomy, cholecystectomy, adhesiolysis, omphalectomy medical history/pre-existing conditions: abdominal wall hernia, recurrent incisional hernia twice, insulin dependent diabetes mellitus, copd, nicotine abuse, obesity, irregular menstrual period.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/1/2015.